Manufacturer narrative:
Initial and final (B)(4) - device 2 of 8. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 8 infusion sets cannula kinked events on (B)(6) 2024 within 3 hours of insertion. The infusion sets has been used for few hours. Patient replaced the infusion sets and resumed insulin deliveries. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.